Manufacturer narrative:
Additional information: a2, a3, a6, b3, b5, d1, d2, d4, d6a, d6b, d9, h4, h6. Manufacturer reference #: (B)(4).

Event description:
Additional information received reported that the 61 year old, male patient presented for implant placement on tooth position # 13 on (B)(6) 2025. The patient bone quality was reported as type d3 and the oral hygiene as excellent. On (B)(6) 2026, after healing abutment placement, the patient returned for examination at which time the provider noted excessive mobility. The reported device was explanted on (B)(6) 2026 and not replaced. The symptoms resolved after implant removal and the patient did not have a permanent injury. Bone grafting was performed.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 03/19/2026, it was reported that dr. (B)(6) returned a failed implant on tooth position #13.